Event description:
While using a byte night aligners, patient reported that they are experiencing their mouth gets fiery hot and they get white blotches after wearing the aligners. The prior sets of aligners they had no issues, but this new set is causing this allergic reaction. Patient was advised to seek care from their pcp.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.